Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella rp pump was found to be mispositioned during patient support. It was noted that the outflow was at the level of the pulmonic valve and not in the main artery. Retrograde right ventricular outflow tract flow with tricuspid regurgitation present at the time of the issue. The device was subsequently explanted as a result of the positioning issue.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for investigation. Data logs were reviewed and did not find any positioning issue or any other abnormality noted on the data logs. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient information provided. D4-corrected model number.